Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The wire of the device was broken. Connecting tube had wrinkles and deep scratches. The angulation knobs had a play. There was a crack in the distal end cover due to physical stress. There was brown dirt inside of the light guide lens. There was evidence of chemical stress, storage environment, and aging deterioration at the distal end. Foreign matter adhered to the area around the forceps elevator. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -it occurred that chemical stress, storage environment, and aging deterioration. -the user handling or reprocessing of the device was inappropriate. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the forceps elevator wire of the device was cut, and returned the device to the olympus repair center. Olympus repair center confirmed the following. The distal end cover had a crack. Inside of the light guide lens was dirty. There was a foreign material under the forceps elevator. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.